Manufacturer narrative:
Event date and implant date: approximated dates as they are currently unknown.

Event description:
It was reported a cerebral vascular accident (cva) occurred. It was reported via (B)(6) that the patient had a watchman implanted on an unknown date. Approximately two years post implant the patient experienced a cva. The patient is now on eliquis.